Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer was found to be leaking antiarrhythmic drugs (aads) where the 4 extensions connect. Same was noted in 2 quadfuse extension sets. There was no unexpected or prolonged care happened and invasive procedures is not provided or not applicable. The problem is recurring. This is the first of two reported events.

Manufacturer narrative:
The complaint of leakage could be confirmed on one (1) of the returned devices based on the residuals observed however, it could not be replicated on the returned two (2) used. List #mc33688, 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer; lot #unknown. As received there were residuals observed inside the threads of one of the connections between the check valve and the microclave on one (1) of the two (2) returned devices. No other damages or anomalies were noted. Each set was functionally tested according to product performance specifications and no leakage or backflow was observed. The returned two (2) used. List #mc33688 met product specifications. The DHR could not be reviewed due to the unknown lot number. Additional information: d9 - date returned to mfg7/18/2023.